Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report an out of range signal on (B)(6) 2013 for 3 hours. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.